Event description:
It was reported that the mcm20 was opened and fired as normal. However, there were only 2 clips inside. A second was opened from the same box, and there were only two clips inside that one. A third was opened from the same box, which had all 20 clips inside. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: the mcm20 instrument (a) was noted to have the cartridge cover cracked. The instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. The mcm20 instrument (b) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. A batch record review was performed and no anomalies were found during the mfg process.